Event description:
It has been reported that the patient was implanted a generic normed ankle fix system on unknown date. It is stated that it was used on a patient that had an ankle fracture which required ankle fusion. It has subsequently been reported that the ankle did not fuse and broke 9 months after the procedure.

Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review. An x-ray was provided. The device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).